Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the fixation of lumbar fusion procedure the surgeon noted that the thread of screw fell off. Changed the new screws to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
Three (3) mmsi polyaxial screws [product codes: 1797-10-650 (x2) and 1797-10-645, lot numbers: ardcdh (x2) and arcd2h] were returned to the complaints handling unit (chu) for evaluation. Device underwent visual inspection. Visual inspection has confirmed the reported complaint. The first two thread rows, on both sides of the tulip head, for each device were torn a review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the final tightener becoming stripped cannot be positively determined. One probable root cause may likely be that the tightener was not fully seated inside the setscrew when torsional force was applied. This may have resulted in the distal tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.